Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins) that displayed a power on reset (por) message with the code 0x1000. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the power on reset occurred during a clinic at interrogation. The troubleshooting performed included re-interrogation on the same day and the pressing "ok". The message then disappeared and there were no further issues. The cause of the power on reset was not determined. It was noted that the patient was ok now and there was no patient complication associated with the event. The healthcare professional was unable to provide the details of the serial number.